Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 5.6; lab: 4.2. Time lapse between meter and lab test was about 30 mins.

Manufacturer narrative:
Investigation pending.